Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of less than 40 mg/dl, and a loss of consciousness. Reportedly, the customer has trouble eating, and did not consume enough carbohydrates to sustain bg level, resulting in low bg. Glucagon was administered by emergency medical technician and subsequently, customer was hospitalized. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.